Manufacturer narrative:
Additional information was received: the following patients were "released to go home": (B)(6). The following patients "remain in the hospital": (B)(6).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received erroneous low ion selective electrode (ise) sodium results for 16 patient samples that were discovered when a physician questioned the results. Of the data provided, only the results for 15 of the patient samples were discrepant. The initial results had been reported outside the lab. The patients were not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative performed a comparison and found the results on (B)(4) were lower. He adjusted the mixing tower pressure and performed calibration, qc, precision testing and another comparison. The results of all testing was acceptable.